Manufacturer narrative:
The date of manufacture was not available at the time of filing. The ge healthcare service representative replaced the battery to correct the customer reported problem of the unit not holding a charge.

Event description:
The hospital reported that, at the end of use on a patient and transition to another one the vent ran out of power and shut down. It is unclear how long they ran it on battery. There was no reported patient injury. The unit alarmed low battery.